Event description:
According to the reporter, when the patient underwent of peritoneal dialysis catheterization on (B)(6) flushing of abdominal was made and fluid leak was found at the opening tunnel (at the exit of the skin tunnel, close to the skin). At that time, laparoscopic surgery was considered after peritoneal leakage occurred. It was also mentioned that same situation still occurred the next day, and peritoneal dialysis treatment was suspended. It was also mentioned that peritoneal dialysis was performed again on (B)(6) and it was found that there was still fluid leakage. The examination revealed that the peritoneal dialysis tube 5mm (millimeter) away from the tunnel entrance had a crack and fluid leakage occurred. Routine testing of ascites indicated peritonitis, and the treatment wassuspended. Appeased the patient and carried out the anti-infection treatment. There was no blood loss, blood transfusion was not noted, the laparoscopic surgery was not proceeded, nothing unusual observed on the device prior to use, flushing was performed and there was no products being utilized with the device. The catheter was replaced and continued the treatment. The medical staff was responsible for any type of catheter maintenance or changing the dressing. The patient was not using any type of cleaning agent or antibi otic on the catheters.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient underwent of peritoneal dialysis catheterization on july 31, flushing of abdominal was made and fluid leak was found at the opening tunnel. At that time, laparoscopic surgery was considered after peritoneal leakage occurred. It was also mentioned that same situation still occurred the next day, and peritoneal dialysis treatment was suspended. It was also mentioned that peritoneal dialysis was performed again on august 12 and it was found that there was still fluid leakage. The examination revealed that the peritoneal dialysis tube 5mm (millimeter) away from the tunnel entrance had a crack and fluid leakage occurred. Routine testing of ascites indicated peritonitis, and the treatment was suspended. Appeased the patient and carried out the anti-infection treatment.